Manufacturer narrative:
Patient demographics added. Patient weight not available from the site.

Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), the site was unable to navigate the quadcut blade during the procedure. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Added: unique device identifier (UDI). Correction: initial reporter. Added: device manufacture date.